Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was unable to be determined because the product was not returned so the location of the leak could not be identified.

Event description:
The complainant reported that the automated impella controller (aic) alarmed, ¿purge disc not detected¿. The cassette was removed and reinserted, but the alarm persisted. Advised to use back up console and there was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.